Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was determined to be a false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A review of the ¿operating instructions- make adjustments¿ section of the guide was conducted and found to be sufficient. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:34:17. During night drain cycle one, the patient's ultrafiltration reading was 1776ml, indicating the home patient (hp) drained 1776ml more than their maximum programmed fill volume of 2000ml. No additional information is available.